Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidectomy. According to the reporter: doctor venkat was operating the stapler, after fixing anvil with purstring suture then fixing the staple gun, and he checked the alignment and fired. But stapler did not fire or cut any tissue. He observed only 2 pins between 9-12 clock position. When he removed the stapler all the remaining pins fell down to his hand in closed position. Medical intervention was required. Surgery was extended by more than 30 mins. Current condition of pt is doing well.